Event description:
On 27th july 2022, rayner intraocular lenses limited received notification from its us affiliate company of an event that occurred during implantation of a rayoner emv rao200e.the event description provided states that a scratch was observed on the posterior side of the optic immediately after implantation necessitating lens explantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed a scratch on the posterior side of the optic. The scratch is reported to have been in the center to the periphery and across the full length of the optic. The lens was explanted and exchanged. The product associated with this event has not been made available for return. It is presumed to have been discarded by the healthcare facility. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event.